Event description:
The surgeon encountered resistance around the cannula on the way into the canal, which released when he lifted the cannula, then during retraction and vasodilation about 3-5 clock hours, resistance was again felt around the cannula, which released. At that point the surgeon observed that the catheter tip light was lost, and the catheter outer tubing had separated from the guidewire and optical fiber. The surgeon performed a gatt with a prolene suture to finish the surgery. Nova eye received a follow up report 2.5 weeks post -op that a fragment of the I track advance catheter had been identified in the patient's eye canal. The fragment was not reported as being removed. The surgeon stated the fragment is not causing a problem, but it is being monitored due to a sharp edge. Post-op patient iop is not well controlled. Initial report to nova eye of a catheter breakage was received on the day of the surgery.

Manufacturer narrative:
Production records do not indicate any abnormalities. Nova eye inspected the returned device, observing severe damage and kinking to the catheter tubing, guidewire and severing of optical fiber and outer tubing. Some internal sharp edges of the cannula were noted which could have contributed to shearing off of the catheter tubing. User error when forcing against an obstruction when advancing the catheter is the most likely cause of the kinking and initial catheter damage. Device instructions direct the user to make a slow advancement and retraction of the catheter and to take specific actions upon encountering a blockage or resistance.